Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with intravenous and oral antibiotics (dates and durations not reported). Subsequently the device was explanted on (B)(6) 2015 the device has not been made available for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed october 30, 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.